Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07182. Related manufacturer reference number: 2017865-2020-07566. It was reported that the patient presented in clinic for a foot debridement procedure. During the procedure, it was noted that the patient had low blood pressure and was placed on a ventilator. It was alleged that the adverse event was due to pulseless electrical activity. It was found that the patient's implantable cardioverter defibrillator exhibited over-sensing of unspecified signals and was not producing low voltage output. The patient's right ventricular lead exhibited over-sensing unspecified signals and had high capture threshold. The patient's left ventricular lead also exhibited a high capture threshold. No intervention was performed. The patient was recovering.

Event description:
New information received notes that the patient deceased while in the hospital due to complications unrelated to the device.